Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor indicated that an unknown biomet screw fractured and the implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was returned for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified significant damage about the concomitant implant collar. The drive feature is confirmed to contain the reported screw, which is too badly damaged to be removed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the concomitant device (implant) lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the concomitant device (implant) lot for similar event and no other complaint was identified. For the reported screw, DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review could not be performed either without relevant item and lot information for the reported screw. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.